Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the customer observed that the fenestrated bipolar forceps instrument's insulation was broken. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter does not have any information of wire damage or fragment fall. Per the reporter, the damage must have been noted after the completion of the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation. The internal wire was exposed. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley located next to the area where the conductor wire insulation is damaged. The complaint was confirmed by failure analysis.